Event description:
The representative reported implant of the surgical lead; the top of the scs lead was at t9 and good bilateral parasthesia was achieved. Four days later, the pt was returned to the or after CT scan revealed an epidural hematoma from t6 to t9; the system was turned off. The pt symptoms were bilateral paralysis from thighs to toes. Impedance readings obtained in 2007, showed all impedence's were within specifications. Additional info has been requested from the physician.